Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, lot# l43070, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient felt like he was begin overdosed and underdosed in (B)(6) 2015. The symptoms came on suddenly and were ongoing. He hadn't had any problem with the pump until recently. The reason for the overdose and underdose symptoms, diagnostics performed and the actions/interventions taken to resolve the issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the withdrawal and overdose symptoms were worsening, and included "feeling like he is in a drunk stupor," itching like crazy from head to toe, throwing up, and goes from two days with zero pain and feeling numb from head to toe to terrible pain. The most recent episode was on (B)(6) 2016, and was just like prior to the previous pump replacement. The patient could not identify any falls, accidents, or traumas that could have led to the change in therapy. The patient mentioned that the health care provider (hcp) would want to do an dye study, but the patient did not want this done as they had been inconclusive with previous pumps in the past. The patient was redirected to the hcp to make them aware of his worsening condition.